Event description:
It was reported that the customer's blood glucose was 20mmol/l in the evening. The next morning, the customer felt sick and was vomiting. The blood glucose rose to 22mmol and it was treated with 8.4 units. It was stated that the customer continued being sick and was taken to the hospital. Troubleshooting was performed, and the programming was correct. The self and high pressure tests passed. The insulin dropped out of the tubing and bolus and basal matched to the daily totals. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.